Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system did confirm the reported device issue. The stent implant was stationary on the stent holder with the distal end of the stent implant partially deployed 1.3 centimeters over the tip as reported. There was no damage noted to the stent implant. After opening the handle, observed the rack was in the distal position and not retracted. All the internal mechanisms were aligned. There was no damage noted inside the handle. The absolute pro instruction for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The returned device analysis noted saline was visible and the stylet was not returned, suggesting handling preparation of the device and removal of the stylet. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no associated non-conformances. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Although a conclusive cause for the pre-mature deployment can not be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the stent delivery system (sds) was removed from the dispenser hoop, the stent implant was observed to be already partially deployed. The sds was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.